Manufacturer narrative:
Evaluation summary: product history records were reviewed and the documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure she is experiencing blurry vision. She also reported driving at night is very difficult due to streaks of light in her vision. Additional info has been requested.